Event description:
It was reported that the user removed the ilet pump overnight and paired a new dexcom g7 sensor to both the ilet and mobile app, with sensor code verification and bluetooth pairing completed; after setup, the ilet displayed a glucose value of 202 mg/dl and the system noted a run suspended state. Symptoms included hyperglycemia. Outcomes included no hospitalization and completion of troubleshooting and education. Investigation included guided review of cgm information menus, verification of matching sensor pairing codes across devices, confirmation of sensor expiration, and resolution of mobile bluetooth pairing prompts. Investigation of this case revealed correct cgm-to-pump pairing and functional communication without device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.